Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided a2: age and date of birth unknown / not provided a4: patient weight unknown / not provided b3: date of event unknown / not provided d1: brand name unknown / not provided d4: catalog # unknown / not provided d4: lot/serial # unknown / not provided d4: device expiration date unknown / not provided d4: device UDI number unknown / not provided d6a: implant date unknown / not provided d6b: explant date unknown / not provided g4: PMA/510(k) number unknown / not provided h4: device manufacturer date unknown / not provided.

Event description:
It was reported that the hexagon fractured inside the implant and the irt instrument fractured during use. After more than three attempts to obtain information regarding the references of the implant and the 2 abutments, and clarification on the event associated with each product, we have not obtained any further information to date. The complaint has been registered based on the information currently available, and the abutments have been included as concomitant products.